Event description:
Meter name: one touch ultra. Strip name: one touch ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: customer unable to answer. Symptoms: altered level of consciousness. A pt reported they were seen in ER. Their meter allegedly was inaccurately low hig with the control solution. The result on their meter with control solution was 151 mg/dl. The result on the ER meter was 32mg/dl. The time difference between pt's meter and ER meter unknown. Treatment was IV and juice. Nurse called for training on meter since none of pt's family knew how to perform a test with meter. Unclear if customer was having problems with the meter since before or if they had never used meter. No further info has been reported.